Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6).

Event description:
The initial reporter received questionable homocysteine enzymatic assay results for one patient sample tested on the cobas 8000 c702 module. The initial result was a data flag. The first repeat result from an automatic rerun was 0 umol/l. The second repeat result from an manual rerun was 0 umol/l. The ward questioned the result, prompting a rerun. The third repeat result with the patient sample at 1:2 dilution was 111 umol/l.